Manufacturer narrative:
Evaluation on-site performed by our field service engineer (fse) revealed that the user interface holder was broken. The user interface holder was replaced and the ventilator system was successfully tested before it was returned to service. No parts or visual evidence related to the case were sent back for our evaluation. A broken panel holder (user interface holder) implies that the panel holder has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of (B)(4) g, pulse duration (B)(4) ms, and total number of (B)(4) impacts. It¿s unknown to us under which conditions the reported panel holder broke.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the customer stated the user interface holder was broken. There was no patient involvement reported. (B)(4).